Event description:
During supracervical hysterectomy, koh ring became detached from rumi manipulator and remained in the vagina when the manipulator was removed.

Event description:
During supracervical hysterectomy, koh ring became detached from rumi manipulator and remained in the vagina when the manipulator was removed.